Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was noted that the patient had a small thrombus on the end of the impella catheter. The impella flow was decreased to p7. It was reported that overnight the patient became much more dependent on the ventilator and was septic with blood pressure swings. The patient was weaned from medications and the impella cp was successfully removed.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.